Event description:
During a bladder suspension surgery, a pds ii and prolene suture were reportedly open and on the table. The prolene is blue and the pds ii is purple. The surgeon experienced difficulty distinguishing between the two sutures. As a result the prolene was used instead of the pds ii. This occurred with only one strand of suture. There are no pt consequences to report.